Event description:
It was reported that a user of the ilet system experienced persistent elevated blood glucose readings in the 200s for an extended period and declined to provide exact values or duration; the agent advised that prolonged hyperglycemia without improvement after approximately two hours could indicate the need to change infusion tubing, and the user reported using a steel set and expressed frustration with frequent tubing changes and uncertainty about a ketone action plan. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included a phone-based assessment and user education regarding infusion set troubleshooting and referral to the healthcare provider for ketone management guidance. Investigation of this case revealed cause unclear for hyperglycemia, with a potential contribution from infusion delivery issues such as tubing or set performance, though not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.